Manufacturer narrative:
The reported complaint was not confirmed. During laboratory evaluation of the board the product surveillance technician could not duplicate the issue. Inspection of the board found no anomalies, the board successfully switched to battery power and passed the load test with lab batteries and was able to charge the batteries as well.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Software data logs were received by the manufacturer on 12-oct-2015 for further evaluation. The subsidiary service engineer (se) replaced the power manager board in the system-1 which solved the reported issue. The suspect part was returned to the manufacturer for further evaluation. Per follow-up with the customer on (B)(6) 2015: the battery icon on the central control monitor (ccm) of the system-1 was green the power light emitting diode (led) light on the front panel of the system-1 was green. The customer was running on battery for approximately four minutes before the issue occurred.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system-1 did not go to battery mode. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.